Event description:
A malfunction occurred with the customer's insulin pump, as indicated by the malfunction code malf 1. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.